Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a stripped set screw was verified in the laboratory. Visual inspection identified septa material inside the vtip is-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in the reported field event.

Event description:
It was reported that during lead revision, the rv set screw was found to be stripped. The device was explanted and replaced. The procedure was completed without any patient complications.